Event description:
A female, patient underwent aaa repair in 2009. The patient's anatomical form was not suitable for aaa repair as the proximal neck was 13mm in length and the angulation was 75 degrees. The suprarenal stent was deployed before contralateral cannulation. At that time, the proximal radiopaque markers were at the position which could occlude the inferior (left) renal artery, but angiography showed blood flow through the left renal artery. However, final angiography confirmed occlusion of the left renal artery. The physician decided to place another manufacturer's stent at the renal office and attempted to cannulate the renal artery with a 5 fr. Ansel sheath, but was unsuccessful. However, angiogram of the aorta confirmed patency of the left renal artery, thus the procedure was completed. No adverse effects were observed in the patient after the procedure.

Manufacturer narrative:
This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states that user should ensure patency of renal arteries by confirming that the proximal graft markers are 2mm or more below the lowest patent renal artery. The IFU provides recommendations for proper selection of graft size and length based on patient's specific vessel anatomy. The IFU also states, "key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (greater than 60 degrees for infrarenal neck to axis of aaa or greater than 45 degrees for suprarenal neck relative to the immediate infrarenal neck)... Necks exhibiting these key anatomic elements may be more conducive to graft migration." Additionally, the IFU provides warning and precaution that inaccurate placement could result in inadvertent occlusion of the renal arteries. The IFU goes on to say that, renal artery patency must be maintained to prevent/reduce the risk of the renal failure and subsequent complications. The failure mode assigned to this case is, "physician deploys aaa graft inaccurately". This failure mode was determined based on the provided information and the physician's comments: "after deployment of the suprarenal stent, the radiopaque markers were at the position which could occlude the left renal artery (too high), but angiogram did not show a significant decrease in blood flow through the artery." We will continue to monitor for similar complaints.